Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient's body with a deflated balloon. This event occurred on the first day of use. A pretest was performed prior to use, and a test was performed against the dislodged catheter. Leakage was confirmed from the balloon. The urine drainage bag in the tray was used with a replaced catheter.

Manufacturer narrative:
Received only catheter. The reported event was confirmed; however, the cause is unknown. Per visual inspection, an interlumen leak was observed. Per functional testing, the balloon wad inflated with water, and leakage was observed from the balloon. The pinhole was evaluated under microscope and noted to be round and caused by a sharp object from outside. The exact cause of sample condition could not be determined and could not assign a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[contraindications]: method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use in patients who are or have been allergic to natural rubber latex." (B)(4).

Event description:
It was reported that the catheter fell out of the patient's body with a deflated balloon. This event occurred on the first day of use. A pretest was performed prior to use, and a test was performed against the dislodged catheter. Leakage was confirmed from the balloon. The urine drainage bag in the tray was used with a replaced catheter.